Manufacturer narrative:
B5: summary and section h codes updated to reflect the completed investigation.

Event description:
The customer reported a cot drop due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff. Further discussion with the customer identified that this was likely the result of use error as there was only one staff member unloading the cot at the time.

Event description:
The customer reported a cot drop due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff.